Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation and visual inspection were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.

Event description:
It was reported that the patient presented for a follow-up visit with pocket erosion and an infection at device pocket site. The device pocket was noted to discharge. The device and leads were found visible from the opened incision site of the implanted device pocket. The physician explanted the entire system- implantable cardioverter defibrillator (ICD), right ventricle lead and left ventricle lead to resolve the issue. The patient was in stable condition throughout the procedure.